Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) unit is not firing correctly. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is not firing correctly. No patient harm was reported.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: e2, g2. Additional information: e1(event site telephone: +(B)(6), e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported during use that cardiosave intra aortic balloon pump (iabp) unit was not firing correctly. There was no harm or injury reported. Customer also reported device not triggering properly. A getinge field service engineer (fse) evaluated and could not duplicate reported issue. Device triggers properly on all input sources. Calibrations, functional testing, and safety testing all passed per factory specifications. The safety disc has exceeded 6,000,000 cycles, per maintenance schedule, the device is not recommended for clinical use.

Event description:
N/a.